Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged cosmetic damage located at the battery compartment, pump error 53 alarm and pump error 51 alarm found on (B)(6) 2021. Insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. A test battery and the test battery removes properly from the battery compartment noted. The insulin pump passed the self test and displacement test. No unexpected pump error 53 alarm and pump error 51 alarm noted during the testing. Successfully downloaded history files and traces using thump.¿there was no pump error 51 alarm recorded in the formatted history file, insulin pump diagnostic trace and insulin pump detailed trace for the event date. Pump error 53 alarm was recorded and found in the formatted history file on 10/01/2021 22:14:34.000. Pump error 53 alarm (line number 0 file number 0), suspected hw issue as per global logic analysis (esf# 3764387). Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical assembly, force sensor, motor and vibrator assembly noted. ¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Pump error 51 alarm was not confirmed. Pump error 53 alarm was confirmed. Pump error 53 alarm, suspected hw issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Insulin pump battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.